Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to differences in testing platforms, sample handling, and sample-to-sample variability. Data review did not reveal any issues. Note, the assay used at the reference laboratory detects the subgenome e gene while the cobas liat assay tests for the orf1a/b and n gene. As such, results with one assay may not be reproducible with a different assay. Also, sample-to-sample variability can occur due to: when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive, influenza a negative, and influenza b negative results when tested on the cobas liat (s/n (B)(4)). The same sample was retested on a different cobas liat (s/n (B)(4)) yielding the same sars-cov-2 positive, influenza a negative, and influenza b negative results. The same sample was sent to a reference laboratory and tested on another platform (maglead and lc480 analyzer) which yielded a negative e gene result. A new sample was collected from the same patient and tested on the original cobas liat (s/n (B)(4)) yielding a negative result for all targets. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.